Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with an implantable cardioverter defibrillator (ICD) using consult. The hcp tried for 15-20 minutes and it was unsuccessful. Technical services had the hcp unplug consult and plug it back in and moved the wand around the device and still was not able to get an interrogation. Technical services discussed possible causes and had a local representative paged to come and interrogate the device with a programmer. However, there is no information to suggests that the device was interrogated as the representative did not have any information. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this patient with an implantable cardioverter defibrillator (ICD) using consult. The hcp tried for 15-20 minutes and it was unsuccessful. Technical services had the hcp unplug consult and plug it back in and moved the wand around the device and still was not able to get an interrogation. Technical services discussed possible causes and had a local representative paged to come and interrogate the device with a programmer. However, there is no information to suggests that the device was interrogated as the representative did not have any information. At this time, the ICD remains in service. No adverse patient effects were reported.